Event description:
While changing IV bags, rn noticed a burning smell. The alaris infusion pump began to beep and powered down. The rn attempted to restart the pump, but was unsuccessful. Rn unplugged the pump and removed it from the patient room to inspect it. Rn noticed a smoldering on the pcu unit where the pcu connects to one of the modules (there were 2 modules connected to the pcu at the time). Rn notified manager. The equipment was tagged and sent to biomedical engineering for repair per hospital protocol. Per the manager, this incident was a "near miss" event because the patient was on a ventilator, increasing a fire hazard. Clinical engineering investigated. This is the second event of alaris pump smoking in one week reported to clinical engineering. Biomedical engineering has documented 41 cases altogether of the iui connectors burning on the alaris pumps in the past 3 years. We recommend that alaris recall these iui connectors and solve this problem. Manufacturer response: they say the issue is due to corrosion but we are not seeing the corrosion they describe. We think the issue is due to the plastic between the pins being crushed and then causing a misalignment of the mating pins - thereby causing a spark. This could be due to the fact that the ground and power pins are next to each other. Also, fluid ingress could play a part, although in this case no fluid was noted.